Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2014(B)(6) explanted: 2021-(B)(6) product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: 2021-(B)(6)explanted: 2021-(B)(6)product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-(B)(6), additional information was received from a patient, via a manufacturer representative (rep). It was reported the patient had a return of spasticity despite increased titration of intrathecal dose of baclofen. Imaging was performed. Catheter access port (cap) aspiration was attempted but was unsuccessful (unknown date). A catheter revision was scheduled to determine the cause. A catheter revision was performed on 2021-(B)(6). The spinal incision was opened and the anchor was found to be dislodged and the catheter was folded onto itself, resulting in no flow. The entire catheter was explanted and replaced with a new 8780 catheter.the issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the patient¿s symptoms and the volume discrepancy was a proximal catheter kink. The pump was currently functioning as expected.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (500 mcg/ml at 443 mcg/day) via an implantable pump for intractable spasticity. It was reported that 3-4 weeks ago this patient had symptoms of severe constipation of which he has had bowel clean outs to resolve and at that time to rule out an issue with the pump they also did a dye study which was normal and the symptoms of increased spasticity at that time were attributed to the severe constipation. However, today during a refill they were expecting 1 ml of drug in the reservoir and they aspirated out 10ml of drug. The caller stated the logs revealed no stalls or issues and they are likely doing a dye study today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.